Manufacturer narrative:
B5: describe event or problem: updated b7: other relevant history: updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. The patient was placed on dual antiplatelet therapy (dapt) (plavix, aspirin) post procedure and was compliant with the drug regimen. At the 45-day follow-up, a device related thrombus (drt) was identified on the watchman. The patient was placed on xarelto and future evaluation in 45 days was planned. It was further reported that the patient was on an antiplatelet prior to the procedure. The thrombus was identified using transesophageal echocardiogram and was mobile, biased towards the limbus and pedunculated. The patient was also treated with aspirin in addition to xarelto.

Manufacturer narrative:
Date of event: estimated as 45 days post procedure.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. The patient was placed on dual antiplatelet therapy (dapt) (plavix, aspirin) post procedure and was compliant with the drug regimen. At the 45-day follow-up, a device related thrombus (drt) was identified on the watchman. The patient was placed on xarelto and future evaluation in 45 days was planned.